Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 19.7cm was returned for analysis. External insulation abrasion was noted at 12.5-13.5cm, 15.1-15.3cm, 17.3-17.8cm, and 18.4-19.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.